Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had swelling and an infection at the ipg site. The infection was also traveling towards the lead site. The patient underwent two rounds of antibiotics and was able to turn their therapy on. No further information is available at this time.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.